Manufacturer narrative:
This report is being filed outside the 30 day requirement, as this MDR filing is related to align technology's (B)(4) based on form FDA (B)(4) inspection observation, (B)(4) issued on (B)(4) 2010.

Event description:
Dr's office reported his pt, claimed that she had a sore throat when the aligners are in her mouth, and with a burning sensation on her chest and in her throat and she also felt the sensation that her throat was closing up. The doctor took them out, let the pt sit for an hr and the pt stated that her sore throat went away. Then the doctor placed them back in and the pt stated that her sore throat was back. The doctor advised the pt not to wear the aligner, as she may have an allergy to them.